Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one image of a tissue cavity in the photo. A suture and grasping instrument could be seen. A malformed staple was noted in the tissue cavity. The returned reload was fully fired with the interlock engaged. The jaws were open. Functional testing required the interlock to be overridden and the reload was cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that there was poor staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a roux en y bypass procedure, after firing the device across the small bowel for anastomosis, the user noticed that there was a single malformed staple in the pouch. This caused a small serosal tear. The malformed staple was plucked out, and the small tear was inspected laparoscopically as well as via gastroscope. The procedure was extended for 10 minutes.

Event description:
According to the reporter, during a single-loop anastomosis procedure, after firing the device across the small bowel for anastomosis, the user noticed that there was a single malformed staple in the pouch. This caused a small serosal tear. The malformed staple was plucked out, and the small tear was inspected laparoscopically as well as via gastroscope. The procedure was extended for 10 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.